Manufacturer narrative:
Concomitant medical products: product ID 3210, serial# (B)(4), implanted: (B)(6) 1999, product type: transmitter. Product ID 3272-51, serial# (B)(4), implanted: (B)(6) 1997, product type: receiver. Product ID 3487a, lot# l45464, implanted: (B)(6) 1997, product type: lead. (B)(4).

Event description:
Hold adam 7/8it was reported that the patient was still getting stimulation, but needed stimulation in a different location. The patient¿s pain was worse now. The pain in the feet had always been there and sometimes the stimulation went down into the feet and sometimes it didn¿t. The pain pattern had changed and the patient was reprogrammed and was getting good relief. The patient had greater than 50% symptom relief and was receiving effective therapy. If additional information is received a follow-up report will be sent.